Event description:
Following the patient's implant, x-rays taken indicated the patient's right atrial lead was dislocated. The patient's pocket was reopened and the right atrial lead was replaced. After the lead was replaced, the electrical values were tested and found to be normal. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).